Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration.

Event description:
Patient reported "rupture and of implant was withdrawn from the market in our country due to the associated risks of developing anaplastic large cell lymphoma (alcl) in implanted patients". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional later clarified that there is no complaint against the left side device. Only the contralateral side was ruptured. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b2, b5, d6b, h6.